Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in hospital due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 480 mg/dl at the time of incident and the current blood glucose was 300 mg/dl. Ther blood glucose at the time of hospitalization was 426 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with the intravenous. Customer reports that customer does not allege pump was under delivering. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The customer was treated with insulin drip. The device will not be returned for analysis.